Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump and bg meter communication anomaly and was hospitalized for high bgs and dka found on (B)(6) 2022. Also, on case-(B)(4). Svn#: (B)(4). - customer returned pump for an alleged was hospitalized for high bgs found on (B)(6) 2022 , on case-(B)(4). Svn#: (B)(4). - customer returned pump for an alleged battery cap missing and was hospitalized for high bgs found on (B)(6) 2022 and on case-(B)(4). Svn#: (B)(4). - customer returned pump for an alleged low battery life or low battery alert found on (B)(6) 2022. Pump was received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08675 inches. The pump was monitored for several days and no unexpected low battery life or low battery alert noted. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 143 mg/dl test value properly from test accu-chek guide link bg meter. No pump and bg meter communication anomaly noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, low battery life or low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date of (B)(6) 2022. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 15:50:33.000 (B)(6) 2022 12:13:31.000 (B)(6) 2022 19:52:21.000 (B)(6) 2022 00:35:55.000 insert battery alarm was expected since the battery had been removed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Force sensor zero offset within specification (23.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. Pump was received without the original battery cap. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Pump and bg meter communication anomaly was not confirmed. Low battery life or low battery alert was not confirmed.

Event description:
The customer reported via phone call that they hospitalized due to a hyperglycemia and diabetic ketoacidosis. Customer blood glucose level was 600 mg/dl and his current blood glucose level was unknown. Customer was treated with intravenous infusion drip. It was unknown that whether customer was used insulin pump system within 48 hours of reported event. Auto mode feature was not active at the time of event. No further patient complication were reported. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.

Event description:
Update description summary as follows: on (B)(6) 2022, customer notified medtronic to report that his meter is not sending the results to the pump and requests assistance in pairing them back because he was hospitalized from (B)(6) 2022 at unknown time for hyperglycemia and diabetic ketoacidosis with a blood glucose of 600 mg/dl at the time of admission and the following symptoms: confusion, extremity pain/cramps, increased thirst, and vomiting that were treated with intravenous insulin infusion. Pump and sensor were used within 48 hours of the hospitalization date on (B)(6) 2022, but auto mode was not active. Customer states there were no events leading up to high blood glucose event. He tested for ketones but results not stated. At the time of the notification call on (B)(6) 2022, customer reported a current blood glucose of 600 mg/dl with vomiting.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section